Event description:
It was reported before use that the arterial line became detached with the pressure monitoring set. A family member was splashed with IV solution, not blood. There was no harm or injury to the family member. The edwards representative provided on-site education. There was no patient harm or injury.

Manufacturer narrative:
The device was discarded at the facility and is not available to be returned. The lot number is unknown; therefore, the device history record review is unable to be completed. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the complaint. Additional product code, kra. Additional 510k numbers, k181684 and k896819.